Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to a possible infection from vegetation noted on the right ventricular (rv) defibrillation lead. There was no evidence that any intervention has taken place. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Subsequently, boston scientific received information that this patient died in (B)(6) 2011. The patient's medical records was reviewed by the local representative. An echocardiogram was done in (B)(6) 2011 and no vegetation was identified. It was suspected that the cause of death was cardiopulmonary arrest. On the date of the adverse event, the paramedics were called to the residence and the patient was found in pulseless electrical activity (pea). The paramedics reported that the epsiode of pea changed to ventricular fibrillation (vf). The arrhythmia was sensed and the patient was shocked twice by the device. The arrhythmia was not successfully terminated. At some point, the rhythm spontaneously stabilized but then deteriorated back into vf. The patient's medical history was significant for triple vessel coronary artery disease. The patient had refused surgery and was on dialysis.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the plans for intervention had not yet been communicated. No further information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.